Event description:
It was reported that the external pulse generator (epg) was not pacing. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the lower part of the display was missing a line but this was determined to be acceptable. The attachment ring and cover were missing, and both bail covers were cracked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).